Event description:
Clinical study. It was reported that 26 mos after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 15mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent. There were no reported complications. The pt was discharged the next day on plavix. 26 mos after the initial procedure the pt required a tvr. Add'l info regarding the tvr has been requested, but is not available at this time. A supplemental will be filed if add'l info is obtained.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available . The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.